Event description:
The customer reported that the device jaws failed to open and the handle of the device could not be pushed to open the jaws. The device was ratcheted/clamped on to tissue at the time, and it was removed when the tissue was cut. No medical intervention was required for the patient. The patient is in good condition. There was no unanticipated tissue loss as a result of this problem and no tissue damage.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection noted that the jaws were stuck closed. The reported condition was confirmed. Investigation found that the jaws were locked when received. Engineering personnel unlocked the device by snapping the handle and pushing forward to open the jaws. Excessive tissue was embedded in the knife track and on the surface of the seal plate. Once the tissue was removed, the device latched and unlatched without difficulty. Inspection of the jaws found damage to the molding near the seal plate with several deep scratches on the seal plate. This condition is indicative of the user clamping on a metal object. The investigation identified the root cause of the reported event to be the user infrequently cleaning the jaws and inadvertently grasping a metal object, such as a staple. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. The IFU instructs the user to open the jaws by pushing forward on the handle. The IFU states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.